Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, moderately tortuous and severely calcified target lesion was located in the right brachial vein. Following the insertion of a 4fr non-bsc introducer sheath and the advancement of a non-bsc guidewire, a 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was selected for use and advanced, without any resistance nor kinks prior to use, to dilate the lesion. The balloon was inflated to 12 atmospheres for a duration of 5 seconds and the balloon burst. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.